Event description:
It was reported that patient underwent a right total hip arthroplasty in 2004 or 2005. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - 2004 or 2005, initial reporter - unknown, PMA/510(k) number/ manufacture date ¿ unknown.